Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found the nozzle was found to be clogged with foreign matter, which had been attributed to insufficient cleaning, due to clogging of nozzle, air supply volume does not meet the standard value, due to clogging of nozzle, water supply volume does not meet the standard value, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, bending tube is deformed, adhesive on bending section cover has a chip, adhesive on bending section cover has a crack, due to clogging of nozzle, water removal ability does not meet the standard value, adhesive around objective lens is peeled, light guide lens has a crack plastic distal end cover has a scratch, connecting tube has a scratch, and the connecting tube has a wrinkle, light guide-cover glass has a scratch, scope connector cover unit has a scratch, suction connector has a scratch, protector of universal cord on suction connector side has a scratch, universal cord has a scratch, flexibility adjustment ring has a scratch, grip has a scratch, scope cover has a scratch, switch box has a scratch, switch 1 has a scratch, paint on suction-cylinder is peeled, paint on air/water-cylinder is peeled, forceps elevator lever has a scratch, forceps elevator knob has a scratch, up/down knob has a scratch, right/ left knob has a scratch, control unit has discoloration, and the control unit has discoloration. DHR review of the subject device confirmed that the device was shipped in accordance with specifications. It was confirmed that there was no non-conformity of the device during manufacturing. The foreign material could not be identified. The cause of the foreign material remaining in the device could not be specified since it was unknown if the reprocessing was conducted in accordance with IFU from the obtained information. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope exhibited air/water flow issues during an unknown diagnostic procedure. The procedure was completed with the same set of equipment. The customer cleaned, disinfected, and sterilized the device before returning it to olympus. It is unknown if there was a delay in the start of precleaning. The air/water nozzle was flushed with water and air. It is unknown if there were any abnormalities in the accessories used for reprocessing. The device was immersed in the detergent solution. It is unknown if the nozzle was cleaned with lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. There were no reports of patient harm or impact associated with this event. During testing and inspection of the device, the nozzle was found to be clogged with foreign matter, which had been attributed to insufficient cleaning.